Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, the fse identified a failure in the azurion suite pc software that was causing the boot-up issue. To resolve the issue, the fse reinstalled the software and restored backup. After reinstalling the software, the system was returned to use in good working order.